Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an accutrac 200 laser fiber was used in a ureteroscopy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was p100 watt laser console. According to the complainant, during the procedure, while the laser fiber was half way down through the scope, it was broken and the scope was destroyed upon pressing down the foot pedal. The procedure was completed with another accutrac laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications.